Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported their intellivue mp2 patient monitor displays a ¿loudspeaker defective¿ error message. It is unclear if there was audio being emitted from the device to indicate the defective loudspeaker error. It is unknown if the device was in clinical use. No, there was no adverse event reported.